Event description:
Reporter stated the physician felt the pt has a bleeding ulcer caused by the device. No further details were provided. Note: the event date given above is approximate. One pt involved.